Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 18.5mm from its tip. There was a scratch on the probe. The broken surface of the probe was checked. It indicated the probe had cracked from the scratch then broken off. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1.during output in seal & cut mode, the probe and the grasping section sandwiched with something hard object. 2.the scratches were made on the probe. 3.the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4.the probe broke when added load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a whipple procedure, the subject device was used. The tip of the device broke off inside the patient. The fragment was retrieved. The user changed the device for another one. There was no patient injury reported.